Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, when the device was deployed it caused a temporary injury to the patient's esophagus. Upon insertion of the device, some resistance was noted. When the surgeon tried to retract the device, he was unable to fully retract the sail. The product problem cause a temporary injury to the esophagus, and the tear had to be repaired by another surgeon. This caused temporary tissue damage and an extension in surgical time. To complete the procedure, another device was used without further injury.